Event description:
Event: pt reports breast cancer but in remission, euflexxa seems to wear off quickly. Freq: inject 1 prefilled syringe intra-articularly into each knee weekly for three weeks. Bilateral primary osteoarthritis of knee.